Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the medical team reported that they believed the patient's infection to be related to the device, this patient has a known history of chronic infection. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported events include the patient's recent history of hypertension and previous history of chronic infection. Though the root cause of the reported event cannot be conclusively determined, there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and hypertension are potential events that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors for driveline infection include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Though the medical team reported that they believed the patient's infection to be related to the device, this patient has a known history of chronic infection. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported events include the patient's recent history of hypertension and previous history of chronic infection. Though the root cause of the reported event cannot be conclusively determined, there are patient and procedural factors that may have contributed to this event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital for treatment of hypertension. The patient was subsequently diagnosed with driveline infection and sepsis. Radiological imaging was performed but results were not provided. The patient was treated for the infection with intravenous antibiotics. He was discharged home on (B)(6) 2015. The medical team believes the reported event of driveline infection and sepsis to be related to the device.